Event description:
It was reported that there was high thresholds, diaphragmatic stimulation and lead dislodgement related to the right ventricular (rv) lead. It was further reported that a myocardial perforation occurred. The rv lead was explanted and replaced with a new lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.